Event description:
A pedigee with intexen lp was implanted for treatment of pelvic organ prolapse; the date of implant was not provided. Plaintiff's attorney has alleged that, "the product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering," and other losses. It was also alleged that, "as a result of the implantation of the product, plaintiff suffered debilitating injuries including mesh erosion, hardening, chronic pain and worsening dyspareunia, and recurrent incontinence," leading to the need for vaginal surgery and caused severe and permanent debilitating injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.